Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted into the patient during a procedure performed on (B)(6) 2014. As reported by the patient attorney, the patient underwent a revision procedure of the obtryx device on (B)(6) 2016 due to mechanical complications of the mesh sling and vaginal mesh erosion. Boston scientific has been unable to obtain additional information regarding the event to date.